Event description:
Additional information was received from a healthcare provider via a clinical study. The patient presents with one week of progressive symptoms concerning for baclofen withdrawal. Neurosurgery was consulted for intrathecal baclofen (itb) evaluation with pump x-rays on (B)(6) 2021 demonstrating a coiled/twisted/kinked proximal catheter just distal into the pump. Patient symptoms included irritable, agitated, generalized weakness, and worsening full body twitching. Patient reports itb pump has been very mobile within the subcutaneous pocket over the past 6 months. The date (B)(6) 2020 is considered an approximate date of event (specific year known only.) It will spontaneously spin and move within the pocket without him touching it. He reports he occasionally feels it sticking out horizontally. The device diagnosis was catheter kink and the clinical diagnosis was baclofen withdrawal. The catheter was revised on (B)(6)2021. The event had resolved without sequela as of (B)(6) 2021. Regarding etiology, the relationship of the event to the device/therapy was possibly related and unrelated to the implant procedure. The pump administered lioresal (2000 mcg/ml) at a dose rate of 375.34619 mcg/day.

Manufacturer narrative:
B3: the date (B)(6) 2020 is considered an approximate date of event (specific year known only). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the catheter was returned and inspection identified a break in the catheter. Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal 2000 mcg for a total dose of 375 mcg via an implantable pump. It was reported the patient was admitted to the intensive care unit (ICU) for baclofen withdrawal on (B)(6) 2021. On (B)(6) 2021 the patient was scheduled for a catheter revision. The pump was flipped in pre op. It was noted that surgical intervention occurred as the pump segment of the catheter was replaced on (B)(6) 2021 and the catheter was patent. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was 200 pounds. The patient's medical history was asked but unknown. The event date was (B)(6) 2021. Additional information received from a rep indicated the flipped pump caused the catheter to kink. The pump segment of the catheter was replaced. The pump was not replaced. It was noted the pump segment of the catheter would be returned. It was noted that the issue was resolved. No further complications were reported/anticipated.